Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: connecting tube, the objective lens were scratched, the adhesive on bending section cover had wear; the light guide lens had a crack; the plug unit was damaged, the switch 1 had a cut; due to clogging of nozzle, no water was fed; due to clogging of nozzle, no air was fed and due to damage on bending section cover, insulation resistance value at distal end does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely foreign material clogged the air/water nozzle during the procedure, which caused air/water insufflation issues. However, olympus could not specify the root cause of the event for the user confirmed no abnormality on the device at inspection prior to use. They reported the device was reprocessed according to the instructions for use. Olympus will continue to monitor field performance for this device.